Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states their levels had been as low as 40mg/dl. The customer did not believe the pump was the issue. The customer declined to troubleshoot at this time.